Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited intermittent loss of capture (loc) and high out of range pacing impedance measurements. A lead fracture was suspected. A revision procedure was performed. The lead was surgically capped and abandoned and a new rv lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.